Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 22:04:12. During night drain cycle two, the patient's ultrafiltration reading was 1571ml, indicating the home patient (hp) drained 1571ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1571 ml during therapy initiated on (B)(6) 2011 22:04:12, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. A detailed review of the therapy log and alarm log revealed that this in fact is not an iipv due to a partial fill volume that was previously delivered during the same cycle. The log recorded an attempt to bypass the cycle 1 drain 1. The device alarmed drain not finished and this was bypassed and the therapy advanced to fill 2 after removing 154 ml with a patient volume of 1846 ml. The device then delivered 154 ml and advanced to dwell 2. During drain 2 the device removed approximately 1723 ml (154 ml previous fill & 1571 uf recorded in log) and not the 3571 ml initially suspected. The actual drain volume of 1723 ml is 86% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.